Event description:
On 9th march, 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the telescopic screws are defective. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4).(report number: 9710055-2023-00240) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00239). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4).

Event description:
Manufacturer's reference number (B)(4).